Event description:
It was reported that the customer's blood glucose level reached 248 mg/dl. The customer addressed the issue by administering a correction injection via mdi, and they were guided by technical support to inspect various components of their insulin delivery system, eventually leading to the replacement of supplies and resuming insulin administration.